Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s continuous glucose monitor (cgm) sensor was removed for imaging, and the ilet pump operated in bg run mode without a sensor, leading to conservative dosing and elevated blood glucose readings. The user manually entered values of 353 mg/dl with a decline to 312 mg/dl over approximately 80 minutes and received education on increasing the frequency of manual bg entries and pump operation while not attached to a sensor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education without emergency care or hospitalization. Investigation included case review and user education on device use. Investigation of this case revealed device performance consistent with design when operating without a sensor, with no malfunction identified and dosing limited by the absence of sensor-driven updates. It was concluded, based on previously established findings for similar reports, that the cause was user therapy context and expected device behavior when running without a sensor.